Manufacturer narrative:
A sample lens was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that after an intraocular lens (iol) was implanted, the patient had foggy waxy vision. The surgeon attempted to explant the iol four months after initial implantation, but was unsuccessful. The patient decided to seek a second opinion and transferred her care to another surgeon. Additional information was requested.